Event description:
It was reported that 2 bd vacutainer® eclipse¿ blood collection needles resulted in a post use needle injury. The following information was provided by the initial reporter: "cap of green safety needles not aligned resulting in 2 needle stick injuries-during use batch of green safety needles removed from circulation in the phlebotomy team in (B)(6) hospital due to the cap being out of alignment and not closing over the needle after use, two staff have had needle stick injuries."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-02-03. H6: investigation summary: bd received 48 bd eclipse needles from 2 different lots 0022977 and 9309548 samples for investigation. The samples were evaluated by functional activation testing and the indicated failure mode for difficult to activate with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 bd vacutainer® eclipse¿ blood collection needles resulted in a post use needle injury. The following information was provided by the initial reporter: "cap of green safety needles not aligned resulting in 2 needle stick injuries-during use batch of green safety needles removed from circulation in the phlebotomy team in (B)(6) hospital due to the cap being out of alignment and not closing over the needle after use, two staff have had needle stick injuries."